Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review of the reported fielder fc could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information, results of lot history review, and referring to known similar events, it was presumed that tensional stress might have been applied to the distal segment of the subject fielder fc guide wire during guide wire withdrawal while the guide wire tip was caught between the deployed stent and the vessel wall. Consequently, the guide wire was fractured. Although it was concluded that this event was not attributed to product quality, it was concluded that the surgical removal of the guide wire fragment was considered a patient health hazard and that possibility of fragment remaining in situ could not be completely ruled out as the affected device was not returned for investigation. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] - separation of the guide wire.

Event description:
It was reported that an asahi fielder fc guide wire got jailed in and stuck with an unspecified stent that had been deployed during a percutaneous coronary intervention (pci) to treat the left anterior descending artery (lad). When the fielder fc guide wire was pulled for withdrawal, the guide wire was fractured. The patient was transferred to a different medical facility and received surgical treatment to successfully remove the guide wire fragment. There were no further details available.